Event description:
Information was received indicating that this ambulatory infusion pump failed to alarm for a downstream/upstream occlusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned in good condition. During the investigation it was unable to duplicate the customer's stated problem for the device not alarming for downstream and upstream sensor. The device displayed error 41786 with a continuous alarm. This error is in reference to ui_never_came_out_of_reset this is indicative of a hardware fault. The circuit board will be replaced.